Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. A strut on row 2 from the proximal end of the stent was raised slightly. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed, 2.5x18mm target lesion was located in the mid left anterior descending artery (lad). The lesion was pre-dilated and then a 2.25x20mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The physician made multiple attempts to cross the lesion with the device and the stent became damaged. The device was removed from the patient and the procedure was completed with another of the same device following additional pre-dilation. No patient complications were reported and the patient's condition is listed as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 85% stenosed, 2.5x18mm target lesion was located in the mid left anterior descending artery (lad). The lesion was pre-dilated and then a 2.25x20mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The physician made multiple attempts to cross the lesion with the device and the stent became damaged. The device was removed from the patient and the procedure was completed with another of the same device following additional pre-dilation. No patient complications were reported and the patient's condition is listed as stable.